Manufacturer narrative:
Product analysis #702403664: brief description of complaint: the wire basket broke during activation and metal pieces were left behind in the breast. Analysis conclusion: complaint confirmed: there are two wire breaks within the multileaf element, however, it cannot be determined which wire segments within the multileaf element are broken or when the wire segments became damaged. The eyelets are bent, buckled inward, and folded over within the multileaf element but remain attached to the leaves. The confinement sleeve tip, trocar tip legs, and the polyimide tubing insulation are melted and damaged. However, it cannot be determined what caused the polyimide tubing insulation and the confinement tip to degrade. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, the wire basket on the intact wand broke during activation and metal pieces were left behind in the patient's breast. There was no adverse effect to the patient reported.